Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8.5f sheath hole prior to an ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with two prostyle devices. The sutures of a new prostyle device were successfully pre-placed. The ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle with reported issue referenced in b5 is filed under a separate medwatch report number.